Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse responded to an ail alarm during a transfusion and upon opening the pump door to trouble shoot, the tubing broke and leaked blood. There was no patient harm.